Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Per the IFU, hv size recommendations are based on native annulus size, as measured by transesophageal echocardiography (tee) or computed tomography (CT). Caution: risks associated with undersizing and oversizing should be considered. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl cannot be confirmed. However, it was reported that the aortic annulus area measured 425 cm2 and the s3 was implanted with 1ml added to the nominal volume. According to the IFU, the native annulus area recommended for a 23mm s3 valve is 338-430 mm2. Based on the available information, the cause of the pvl could be possibly related to procedural and anatomical factors (borderline aortic annulus area for a 23mm s3 valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in the native aortic annulus, the valve was deployed with 1.0ml more contrast than nominal volume. Post deployment, the valve was in 90:10 aortic/ventricular position with moderate paravalvular leak (pvl) from the right coronary cups and left coronary cusp to trans. The decision was made to perform valve in valve procedure with a second 23mm s3 valve. The seconds3 valve was implanted in 90:10 aortic/ventricular position with 1.0 ml added to the nominal volume. Post deployment, the pvl improved to mild. Per report, the aortic annulus area measured 425.0 mm2, with mild aortic annular calcification.